Manufacturer narrative:
This supplemental report is to inform that this report, upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Please see updated sections: g4, g7,and h10.

Manufacturer narrative:
The device was received for evaluation. Visual inspection determined that the device was found to have kinks on the cable. The device did not have image due to a short on the cable. Additionally, the leak test failed due to a puncture found on the cable. The cable parts were replaced, the device was repaired and tested. The device passed the testing specifications with no issue observed. As stated on the IFU and as a preventive measure, the user manual states : be sure to prepare another camera head to ensure that the examination does not need to be interrupted due to equipment failure or malfunction. This product may interfere with other medical electronic equipment used in combination with it. Before use, fully confirm the compatibility of this instrument with all equipment to be used with it.

Event description:
It was reported that the device otv-s7h-1d-l08e did not have an image. There was no patient harm or injury reported due to the event.